Event description:
A customer reported to beckman coulter, inc. (Bec) that thyroid stimulating hormone (tsh) qc on unicel dxc 600i synchron access clinical system was failing with results of 0.00 miu/ml. No patient results were generated, and there was no effect to patients or users.

Manufacturer narrative:
Bec customer technical support (cts) reviewed reagent carousel pack positions with customer and found that several reagent packs had been loaded into the wrong carousel slots without using the user interface software. An accutni reagent pack, a tsh reagent pack, and a tbhcg reagent pack were verified to be in incorrect slot locations. The customer had no patient results questioned for accutni or tbhcg. When the user interface software is not used to load a pack, the instrument does not know that a reagent pack has been loaded into a designated slot, and the reagent inventory screen will not indicate that any pack is present in that slot. No system check data was supplied. The customer did not report any event log messages in association with event. Service was not dispatched as the issue was resolved by troubleshooting with cts. Use error is the root cause for this event. Bec identifier for this complaint is (B)(4).